Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain volume alarm 101 on the homechoice (hc) during use, while the hp was setting up for the therapy. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The hp manually filled with extra fluid the previous day. The hp stated that there were no problems during the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.